Event description:
Information was received from a healthcare provider via a company representative regarding a patient whose pump was noted as having contained no drug. The indication for use regarding the pump was non-malignant pain. It was reported that the patient had a swollen pump pocket that opened up to reveal an infection. The pocket was opened surgically for investigation and puss was found. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient has experienced multiple surgical infections in her life. Intervention taken was a complete explant of the entire pump and catheter system was removed on (B)(6) 2016. The infection was then being treated. The issue was resolved as of (B)(6) 2016. The patient was with injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.